Event description:
Team member reported electric shock from contact with lower frame of linet hospital bed and broken plug. Repaired broken plug. Submitted engineering request for bumper installation in all rooms to prevent linet hospital beds from reaching the walls.